Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that cartridge cracked while customer attempted to load it. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot with tandem technical support.